Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Analysis of the production records will be provided in final report. Due to no device return, an investigation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Subject: (B)(4), onset date: (B)(6) 2022, description: right renal artery stenosis, outcome: not recovered/resolved - treatment required. Onset date: (B)(6) 2022, description: right renal artery thrombosis, outcome: not recovered/resolved - treatment required.

Event description:
On (B)(6) 2020 the patient underwent a procedure to treat a thoracoabdominal aortic aneurysm with the gore® viabahn® vbx balloon expandable endoprosthesis being implanted in the right renal artery. On (B)(6) 2022, ae description: right renal artery stenosis. Treatment was required. On (B)(6) 2022, treatment description: right renal artery angiogram and covered stenting, and anticoagulation. On the same day for treatment of ae #11, ae #14 occurred. Ae #14 description: right renal artery thrombosis. On the same day, treatment was rendered ae #14 treatment description: right renal artery angiogram and stent placement. Patient tolerated the procedure.

Manufacturer narrative:
Updated the description summary.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications.